Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting impedance measurements greater than 2000 ohms. A revision procedure was performed and visual inspection noted damage to the lead body. The lead was explanted and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection and testing confirmed the lead was fractured. Due to the location of the fracture, this appears consistent with a fatigue fracture near the suture sleeve tie down area. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
This product issue will be updated when the lead is returned and testing is complete.